Event description:
It was reported that patient received high lead impedance on system diagnostics. Patient's mother reported that her daughter often hits herself in the neck, which may have caused lead break. Patient's generator was set to zero. X-rays were reviewed by the manufacturer and the lead pin does not appear to be fully inserted into the generator connector block. Patient will have revision surgery.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure suspected, but did not cause or contribute to a death or serious injury.